Event description:
Terumo medical received the following information: following a left heart cath, the tr band was applied and 15-18ml of air was injected. However, thirty minutes to an hour later, the device leaked air. The valve was possibly the source of the leak. Hemostasis was achieved with manual compression. The patient was stable, and the blood loss was less than 250cc. Device was not manipulated before use in any way. Devices were removed from the boxes and placed in a cabinet stacked just as they were in the boxes.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.